Event description:
It was reported that telemetry monitoring was lost for approximately 80 patients due to a failed uninterruptible power supply (ups). The ups failure may be associated with a storm that was passing through at the time. There was no death or serious injury reported in associated with this event. It is not known if ge healthcare provided the ups to the hospital. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.